Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Manufacturer narrative:
Device evaluated by MFR:examination of the returned device revealed a ¿femoral only¿ carrier capsule, a filter, a green femoral dilator, a blue sheath and a guidewire in a dispenser hoop were returned for analysis. The greenfield¿ stainless steel vena cava filter is pre-loaded into the 12f (4.0 mm) introducer catheter during the manufacturing of the device. However, the filter was returned independently to the system. The locking mechanism of the carrier capsule was found to be in the locked position. The tip of the introducer catheter that initially contained the pre-loaded filter was found to be kinked. The filter was inspected and was found to be free from damage. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that premature filter deployment occurred. A greenfield¿ filter had been selected. During prep, the filter deployed while on the back table. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that premature filter deployment occurred. A greenfield filter had been selected. During prep, the filter deployed while on the back table. No patient complications were reported and the patient's status is fine.